Manufacturer narrative:
Please note that patient code and device code fields in section h.6 were corrected. The customer facility has requested verification of 5 arjo system 2000 baths and their disinfection systems due to ongoing urinary tract infections (uti) with residents at this facility. There was no allegation that the arjo bath was a source of the infection, also there was no microbiological test result nor other evidence provided. Arjo representative visited the customer's site to verify the device functioning as per request. According to the results of technical evaluation performed for bath of serial number (B)(6), non-arjo disinfectant bottle was found installed in the device. The arjo representative installed all-purpose arjo cleanser and performed necessary adjustments. After service the device was tested and placed back in use. Considering the above, no relation between any infection case and arjo device was established. Moreover, arjo was not aware of any further information regarding customer investigation of the infection contributory factors. The device in question was equipped with a disinfection system, but customer used not-arjo cleaning agent. Equipment fitted with a bathtub disinfection device must be disinfected according to the instructions established in the operating and product care instructions. Please note that system 2000 operating and product care instructions (opci; 04.ar.09_9 ¿ binding at the time this device was manufactured) provides user with the guidelines regarding proper performance of a disinfection procedure: ¿always make sure that: (¿) equipment is properly disinfected after each bath.¿ ¿make sure that there is an appropriate mixture of disinfectant liquid to the water by means of checking the flow meter.¿ the care and maintenance section of opci includes actions related to proper disinfection of device that shall be carried out in accordance with the preventive maintenance schedule on regular basis: ¿every day cleaning/disinfection. Rhapsody/primo has to be cleaned immediately after use. Arjo cleaning agents and liquid treatment should be used in recommended concentrations. (¿)¿ ¿every month: remove and clean the strainers in the shower heads (¿). Please note that this system 2000 unit was manufactured in 2010, so over 9 years before arjo received this complaint. Based on the performed analysis it was not possible to neither confirm the correlation between this bath and uti cases, nor to identify a potential root cause of their occurrence. According to our best knowledge, this type of infections can be caused by multiple factors and may origin from various sources. As per information collected to date, it appears likely that customer facility was not able to determine with absolute certainty the source of infections, hence took applicable actions - part of which was verification of the bath operation. Apart from these conclusions, as per the collected information it is considered likely that device was not disinfected as required. In summary, according to the gathered information the involved system 2000 bath was most probably used for patients hygiene, but no specific event was reported. Based on the performed evaluation of the device, it was functioning correctly and was performing according to the manufacturer specification, but cleaning agent other than recommended was used. There were 5 complaints reported in abundance of caution due to indication of ongoing uti (urinary tract infections) cases with residents at one customer facility, which potentially may be related to arjo devices. Five events have been reported under the following manufacturer report numbers: 3007420694-2020-00039, 3007420694-2020-00040, 3007420694-2020-00041, 3007420694-2020-00043 and 3007420694-2020-00042.

Manufacturer narrative:
(B)(4). The investigation is ongoing and further information will be provided in the next report.

Event description:
The customer facility has requested for verification of the system 2000 bath disinfectant system due to ongoing urinary tract infections (uti) issues with residents at this facility. Arjo representative visited the customer's site to verify the device functioning as per request. According to the results non-arjo disinfectant bottle was found installed in the device. The arjo representative installed all-purpose arjo cleanser and performed necessary adjustments. After service the device was tested and placed back in use. Arjo was not informed neither about any specific case of uti nor allegation that the arjo bath was source of the infection. Therefore, this report was submitted in abundance of caution.